Event description:
Device malfunction: device #2 failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. The physician attempted to place the exchange sheath and insert the starclose applier unsuccessfully. The device was removed and a second starclose was inserted. The physician depressed the vessel locator button and pushed the thumb advancer down in an unsuccessful attempt to deploy the clip. The device was removed and hemostasis was achieved using manual compression. There were no adverse pt effects. Reportedly, the pt was described with "adipositas" in an unspecified location of the anatomy. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Device #1 starclose, part# 14677-02, lot# 62027-6h, is being filed under medwatch MDR # 2953144-2008-01120.